Event description:
It was reported that during an unknown procedure, the end tips of the device split into two pieces. The settings were as per usual (3 & 5). There was plenty of smoke and smell of burning, more than usual. The device had been in used from 1.5 hours at the time this occurred. It is unknown how the procedure was completed. There was no adverse consequence to the patient. One device will be returned.

Manufacturer narrative:
(B)(4). Added additional information the device was returned with the tissue pad damaged, melted and 100% present. The blade was noted to be complete and in good visual condition. The device was connected to a test handpiece and gen11 and it did activate during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad. It is possible that the reporting smoke was generated by the tissue pad being melted.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.